Event description:
It was reported that at a routine follow up visit, the patient reported fatigue and upon interrogation of the device it was found to have had a power on reset (por). A lead warning and polarity switch were also noted. A review of the device performance data also found several low voltage measurements. The device was reprogrammed to original settings. It was further reported that the patient presented to the emergency room (ER). The device was unable to be interrogated and there was no pacing. Later, the device was interrogated and elective replacement indicator (eri) was found 1 year after implant. Follow up information was received and indicated there was no specific performance issue with the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The low output measurements were the result of a high leakage current internal to the c4 ceramic capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The low output measurements were the result of a high leakage current internal to the c4 ceramic capacitor. We also received performance data collected from the device and have analyzed the data. There was a power on reset (por) on (B)(4) 2012.